Manufacturer narrative:
The said device or its part is not available for any evaluation neither the lot of the device is available. From the information available from (B)(4), they received back 3 devices from the said hospital. These were having lot numbers as below, lot no: md 011, expiry date: 03/2011; lot no: md 035, expiry date: 09/2013; lot no: md 039, expiry date: 11/2013. It appears that the device used was probably of an expired lot available at the said hospital. (B)(4).

Event description:
(B)(4).